Manufacturer narrative:
Tracking #.50951. Ees #.982278/j. Endopath dilating tip trocar: based upon the inquiry info received, visual examination and functional test performed, no conclusion could be reached as to how the reported event during surgery occurred. The instrument was found to arm, and the trocar shield was found to retract and lockout properly. The incident reported by the surgeon could not be repeated during testing.

Event description:
It was reported by the rep the device was used during a diagnostic laparoscopy procedure. It was reported the blade shield of the 512sd trocar did not activate when entering the abdomen. The procedure was completed with the same product. There was no consequence to the pt.